Manufacturer narrative:
An event regarding audible noise and discomfort involving a trident shell was reported. Malposition of the shell was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the medical records by a clinical consultant concluded: cup malposition in low inclination and low anteversion has quite likely contributed to the patient¿s pain problem leading to revision surgery. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that this pi case is not device-related and likely caused by an adverse mix of patient-related and procedure-related factors that cannot be further detailed due to lack of specific information. Cup malposition in low inclination and low anteversion has quite likely contributed to the patient¿s pain problem leading to revision surgery. No further investigation is possible at this time. If further relevant information or the device becomes available this investigation will be reopened.

Event description:
The first surgery was successfully performed, but the patient felt discomfort and noise when walking. A second surgery was performed successfully to replace cup, insert and head.

Event description:
The first surgery was successfully performed, but the patient felt discomfort and noise when walking. A second surgery was performed successfully to replace cup, insert and head.

Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.